Event description:
As reported, bubbles had accumulated at the tip during the preparation for use. Even if the bubbles are removed, the bubbles will accumulate again. The device was replaced. The procedure (unspecified) was performed by replacing with another probe. There is no patient involvement associated on this reported event. No harm or injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.